Event description:
This synchromed ii pump was originally implanted at an outside hospital six years ago. After the patient's recent pump refill at another facility, he became very lethargic. Since the pump battery was near the end of life, the patient was admitted for removal of the pump.